Event description:
The device a possesses a serious design flaw. The koh colpotomizer cup is a press-friction-fit onto its handle. The rumi uterine manipulator includes the cup, a handle, and inflatable components. Unlike other uterine manipulators on the market, the cup and handle do not articulate with a positive attachment, such as a screw-on or snap-on articulation. Friction alone is not a sufficient attachment that reliably overcomes the suction developed between the cup and surface of the cervix. Additionally, some surgeons are placing the koh colpotomizer on the cervix prior to placement of the uterine manipulator, further compromising a firm and secure attachment. These flaws increase the likelihood of inadvertent retention of the koh colpotomizer in the vagina following surgery, a reviewable sentinel event. The manufacturer - coopersurgical - is requested to devise a more secure articulation.